Event description:
The implant broke on insertion. No adverse consequences with the pt were reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
Eval determined the implant broke at the last thread towards the hex. It appears it broke due to torsional load, condition attributed to misuse.